Manufacturer narrative:
The manufacturer previously reported information received that on (B)(6) 2026 at approximately 0018 local time(B)(6), a respiratory therapist was notified by a patient's family member of a patient death. The patient a 24-year-old female, was reported to have expired while receiving therapy from a trilogy evo ventilator. Currently, there is no further relevant clinical information provided. The reporter has stated there is an unspecified malfunction that was alleged to have occurred. It was additionally reported that during the event in question, the device alarmed at the time of the event, however the exact alarm was not provided. The patient was noted to have been transported to a local institutional facility by emergency medical services (ems) at the time of the event. The trilogy evo, USA device was returned to the manufacturer's product investigation laboratory (pil) for evaluation and investigation. Upon initial external visual inspection of the suspect trilogy evo unit, the service technician observed severe damage to the unit's lcd display along with some foreign materials indicative of contamination at various sites of the unit. Review of the device diagnostic report confirmed a ventilator inoperative evt_mach_flow_drift_high error code occurred during the date and approximate time of the alleged patient event. The evt_mach_flow_drift_high, indicating that the machine flow sensor drift above the specification, cannot be user reset and results in a device inoperative condition. The damaged lcd was replaced with a good lcd, and the service technician proceeded to unlatch the ventilator inoperative error code via raspsim. The unit's settings were reviewed and recorded, and the unit was connected to a test lung and operated for approximately 150 minutes without issues or alarms. The unit was connected to a test station where the service technician verified passing test results for the relevant test steps. The service technician was unable to reproduce the ventilator inoperative error code and did not observe any other issues or alarm codes during the unit's operation and testing at the pil. Pmcf: based on the information currently provided and available, it was alleged that during clinical and therapeutic use of the trilogy evo device, an unspecified alarm occurred requiring ems transfer to an institutional facility where the patient subsequently expired. This adverse event has been assessed as a death and serious injury with a harm severity 4. Further review of ER 2227245, current revision has linked the alleged malfunction to evo_16.1. The predicted severity associated with this risk tag is congruent with the allegation of patient harm as severity 4. Cause and contribution of the device to the patient adverse event has been confirmed via the device log analysis and evaluation, confirming the occurrence of e-155 (device inoperative alarm) during the date and time of the event in question. Further escalation is not required as no criteria in accordance with 2020000197 has been met for further escalation.

Event description:
The manufacturer received information that on (B)(6) 2026 at approximately 0018 local time ((B)(6)), a respiratory therapist was notified by a patient's family member of a patient death. The patient a 24-year-old female, was reported to have expired while receiving therapy from a trilogy evo ventilator. Currently, there is no further relevant clinical information provided. The reporter has stated there is an unspecified malfunction that was alleged to have occurred. It was additionally reported that during the event in question, the device alarmed at the time of the event, however the exact alarm was not provided. The patient was noted to have been transported to a local institutional facility by emergency medical services (ems) at the time of the event. The trilogy evo, USA device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.